Event description:
Rep reported that patient states that after car accident ins was not used for a while, when he did turn ins on the stimulation was extremely painful and did not feel the same as before the accident. When patient reached out to rep he stated he was told it may be due to lead migration north, rep spoke with md and was able to see on xray that one lead is cervical and the other is thoracic. No lead migration noticed from perm x-ray to current. Asked pt to charge ins and reprogrammed pt stimulation was not painful anymore. Impedances were normal. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient states he is having painful stimulation after a car accident, where the car rolled 6 times possible damage to ins or lead, pt has not charged device. The rep has not physically seen pt to interrogate ins. Was notified by md of event 11/7/24 requested pt to charge ins (do not turn on due to painful stim and call rep to make a physical app). Hcp received a follow up letter from manufacturer about a pt reporting painful stim after a car accident in which the pt's car rolled over six times, he wanted to know if a rep had seen pt and interrogated the ins to see if the issues was ins or leads. Informed hcp that the patient did not reach out to any rep and must of called patient services. Reached out to patient and was told he was told by np that one lead can be seen of of thoracic spine, one lead is cervical so that wasn't alarming, pt states since accident did not charge for a while due to bruising and pain at ins site, when he finally did and turned stim on it was extremely painful and had to turn it off, caused so much pain he went to ER because he did not know what was causing pain. Discomfort resolved when stim was off. Instructed pt to charge ins and then call the rep to schedule a pt meeting at dr office to interrogate ins but do not turn on stim. Pt will be scheduled to see mdt to interrogate ins to see where the issue is then scheduled for ins or lead revision.

Manufacturer narrative:
H6: updated coding to reflect the lead movement allegation that was not included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a rollover accident on august 28th where their truck rolled 6 times and about a week after the accident (confirmed first week in september) they charged their stimulator up and went to use it for the first time since the accident. Patient stated they think one of their wires may have moved and is now touching their chest muscle or something because they thought they were having a heart attack. Patient mentioned they went to the ER and they did x-rays and did everything to make sure the patient was not having a heart attack. The patient was redirected to their healthcare provider to further address the issue.